Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (hydromorphone) with an unknown dose and concentration and lidocaine with an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome-other. It was reported pump was alarming or beeping. It was noted that in (B)(6) 2017 the patient's pump was critically alarming because it was empty. It was noted that patient was taking oral medication and did not go in to get the pump refilled because the patient felt they would do okay until then. The patient stated they were in another state and had to make transportation arrangements. It was noted that the patient had an upcoming appointment for follow up and refill was scheduled for (B)(6) 2017. In (B)(6) 2017 the patient stated they were in the hospital for something unrelated to the pump (an acute illness) for 20 days and was unable to make the (B)(6) 2017 appointment, so it was rescheduled for (B)(6) 2017. It was noted in (B)(6) 2017 the patient was in the hospital again for an emergency that was not related to the pump and missed the (B)(6) 2017 refill date and the healthcare professional (hcp) never gave the patient another appointment even though one was requested. The patient stated that the pump was supposed to last them 3 months and did not get it refilled for 9 months. It was noted that the sound/alarm was consistent with synchromed alarms. It was noted that the patient missed a scheduled refill. The patient was to follow up with hcp, and was redirected to the hcp so the pump could be checked, steps on refilling the pump and next steps. No symptoms were reported. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated. ***there was additional information reported that was not relevant to this event and therefore was omitted; see pe 701841082-ptm not working.***

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. The patient had scheduled pump refills but had missed about 5-6 refill appointments. The patient reported to the hcp¿s office that she felt her pump still had medicine, but there was an alarm occurring (the type of alarm was not known). It was unknown if any environmental/external/patient factors may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting occurred. No surgical intervention occurred. It was unknown if surgical intervention was planned. It was unknown if the issue was resolved. The patient¿s status was alive ¿ no injury. The patient¿s medical history was not available. The patient¿s weight was unknown.

Event description:
It was unknown when the event occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the patient who reported that she had moved in (B)(6) 2017. It took her 4 months to find a doctor and she finally found one in (B)(6) 2017 and he was trying to figure out what to do with the pump. The pump was currently alarming and had been for the last 4-5 months. Per the patient, the doctor did not have the machine to read the pump, he only had one for stimulators. The patient had no symptoms.